Event description:
On 8/21: customer reports the pt undergoing ercp procedure when fluoro failed. Patient was moved to another room for completion of the procedure. No reported injury.

Manufacturer narrative:
Pending manufacturing investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.